Event description:
During the pfa procedure in the left atrium, an air leak occurred in the inner lumen of the catheter. It was noted that at the beginning of the procedure, while starting to obtain a baseline, that it could not be completed and the livepoint showed and error on electrode 7. Signals on all electrodes were otherwise normal. The procedure was completed without replacing the device and without adverse patient consequences. However, at the end of the procedure, air was noted in the tubing of the inner lumen once the catheter was removed. The catheter was flushed prior to patient insertion.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One volt 2.0 pfa, sensor enabled catheter was received for evaluation. The device was returned due to an air leak and a spline error message. The balloon assembly was filled with air and fully submerged underwater, no evidence of air bubbles was noted. The balloon was able to hold a vacuum normally with a syringe, a fluid leak was not noted. No evidence of a leak was detected. Additionally, there were no anomalies flushing the center lumen. Splines 1-8, the shaft electrodes, and the sensors met specifications of acceptable resistance values with no open or short circuits detected. The catheter was connected to a pfa generator. The catheter displayed correctly on the screen with no anomalies or error messages displayed after therapy. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.